Event description:
It was reported the patient was re-operated on four months after date of device implantation because of a device failure, electrode malfunction. The new device implanted at the second surgery had functioned normally for 2 years as of (B)(6) 2005. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).